Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, delamination, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on anterior assessed as unidentified (tear) opening. Delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Device has been explanted.